Event description:
The customer reported that the insulin pump was not delivering insulin and she was not getting any alarms. The blood glucose reading was 130mg/dl, and it was taken three days ago, which she stated is too high for her. The customer stated that she does not use the bolus very often and she treats with exercise on the treadmill and drinking water. Reviewed that basal and it was programmed to 0.0 units, but the customer stated that it must be done it on it's own. The customer was throwing up and felt as if she was not getting insulin. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.